Event description:
The customer reported that a donor had a vasovagal reaction. The donor experienced pre-faint conditions, but there was no loss of consciousness. The donor was monitored and given a cold compress, refreshments and snacks. Patient information is unknown at this time. Per the customer " donor was ok upon leaving" and no medical intervention occurred. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the set was not returned for investigation, and we therefore conducted the following investigations based on the information provided. The set in question was not returned for investigation. We received the information described in ¿complaint¿ above and conducted the following investigations. The phlebotomy needle used in the product in question is assembled in our manufacturing process. The phlebotomy needle assembly is assembled through the processes of bonding the cannula and hub, drying glue, inspecting the bevel of the needle by an image detector, and putting the protector over the cannula, within the automated equipment. The image inspection system inspects the bevel and tip of the needle and is set to reject any needles that are flattened or bent by more than 50m as defective. We investigated the records of manufacturing and testing/inspection, and no abnormalities were observed in these records. We have not received any reports of similar issues from other facilities as of december 26, 2025. Root cause: based on the investigations above, no abnormalities were observed in the records of manufacturing and testing/inspection; therefore, we were unable to identify any factors in the product in question related to the occurrence of the issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No medical intervention occurred for this event.

Manufacturer narrative:
Manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor had a vasovagal reaction. The donor experienced pre-faint conditions, but there was no loss of consciousness. The donor was monitored and given a cold compress, refreshments and snacks. Patient information is unknown at this time. Per the customer " donor was ok upon leaving" the collection set is not available for return because it was discarded by the customer.